Event description:
Epimed brevikath was being inserted by the pain management physician in the or for an outpatient pain injection given about 6 months relief, needle inserted in the epidural space at the sacral hiatus. At the end of the case and upon removal of the guidewire, the catheter started to "shear" on the needle. Needle and catheter came out but the guidewire was stuck, md did not want to force it. Md left it in and got a surgeon to come a few hours later when surgeon's case was done and remove it. All of the product was removed, bagged, incident report done, product was sent back to the vendor. We have no previous product complaints on this... Dates of use: 2009. Diagnosis: chronic back pain. Event abated after use stopped: yes.